Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had foreign matter inside. This occurred on 2 occasions before use. The following information was provided by the initial reporter: before use, the customer found 2ea tubes have fm in tube.

Manufacturer narrative:
H.6 investigation summary: bd received samples, photos and video from the customer facility for investigation. The samples, photos and video were evaluated and discolored tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had foreign matter inside. This occurred on 2 occasions before use. The following information was provided by the initial reporter: before use, the customer found 2ea tubes have fm in tube.